Manufacturer narrative:
(B)(4). The customer returned one opened hemodialysis set with multiple components, including a guide wire, an arrow raulerson syringe (ars) and an 18 ga introducer needle for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. Visual inspection of the guide wire revealed two kinks towards the proximal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire body was measured at 492 mm and 510 mm from the distal tip. The overall length of the guide wire measured 600 mm which is within the specifications of 596-604mm per product drawing. The outer diameter of the guide wire measured 0.86 mm which is within the specification of 0.838-0.877mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU) provided with this kit which states, "advance guidewire into the syringe approximately 10 cm until it passes through the syringe valves." The guide wire was advanced through the returned ars and 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: although the incidence of spring wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the proximal end. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 8 jun 2023, the swg was found to be kinked during use on the patient. There was no reported patient harm. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked during use on the patient. There was no reported patient harm. Additional information has been requested from the account.